Manufacturer narrative:
(B)(4). On 5/4/2016 customer advocacy sent the customer an email acknowledging receipt of the complaint, providing the complaint number, and inquiring if additional information may be available. Confirmation was also requested from the customer that there was no patient impact associated with reported issue. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
It was reported via email, nick in the glans. Pressure held for 1 hour. Surgicil replaced x 2. Blood loss 5 cc. This record was opened in reference to (B)(4). No further information.

Manufacturer narrative:
(B)(4). The samples were provided and an evaluation was performed. The instruments were manufactured and inspected without any abnormalities in october of 2011 (lot number xlfo10) and february of 2015 (lot number xlfx02). The instrument with lot number xlfx02 meets all specifications, including closing force at 10.5 n, and no malfunctions or failures were detected. The instrument with lot number xlfo10 now has an unfastened screw. Due to the loose screw, the instrument will not function properly. The loose screw should have been easily recognizable prior to use during an inspection and was caused by long time use. There have been no issues identified with the material or manufacturing process. A review of the device history records (DHR) did not identify and issues that would have contributed to the reported issue.